Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The overall baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "clinical significance of early recurrence of atrial fibrillation after cryoballoon vs. Radiofrequency ablation¿a propensity score matched analysis." Plos one 14 (7): e0219269. Https://doi.org/10.1371/journal. Pone.0219269. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported ¿major¿ complications during the use of a cryoballoon ablation catheter system. There were no specifics provided. The status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.